Event description:
It was reported that the customer received a no delivery alarm during a bolus. The customer's blood glucose was unknown. The customer stated that he had a bent cannula. The customer stated that he resolved the issue with a complete set change. The customer stated that the alarm allowed him only to bolus 1 unit at a time without receiving the no delivery alarm. Troubleshooting could not be done because the alarm was a past event already resolved by a complete set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.